Event description:
Baxter singapore complaint coordinator reported incidents of cracked minicaps over an unk period of time. The pt was treated for approx one month antibiotics for recurrent peritonitis. Pt's catheter was removed and pt is now on hemodialysis. Specific details regarding incidents are unk.